Manufacturer narrative:
The biomedical engineer reports that multiple telemetry devices were showing communication loss on the cns (central monitoring system). The clinical staff notified the biomedical engineer that the cns had a "communication loss" alert flashing on the display screen. The biomedical engineer was asked to look at the orgs in the network closet. It was discovered that one of the orgs did not have the transmitter light on. The biomedical engineer was asked to power cycle the org. The org came back into communication with the cns. It should be noted that no patients were being monitored on the device at the time of communication loss. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The biomedical engineer reports that multiple telemetry devices were showing communication loss on the cns (central monitoring system). The clinical staff notified the biomedical engineer that the cns had a "communication loss" alert flashing on the display screen. The biomedical engineer was asked to look at the orgs in the network closet. It was discovered that one of the orgs did not have the transmitter light on. The biomedical engineer was asked to power cycle the org. The org came back into communication with the cns. It should be noted that no patients were being monitored on the device at the time of communication loss.